Event description:
The hcp reported pt had increased pain and was experiencing withdrawal symptoms. An MRI was performed and it was confirmed that the catheter was in the intrathecal space. At pump refil the next day, volume withdrawn from pump was 6cc over expected volume. The pump was explanted and replaced. The catheter aspirated easily. A follow up report will be sent when additional info is received.

Manufacturer narrative:
Preliminary device analysis was not available at the time of this report. A follow up report will be sent when device analysis is complete.